Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a serious adverse event of post-procedure systemic infection, identified as klebsiella pneumoniae bacteremia. The event occurred after the index procedure and resulted in a new hospitalization from (B)(6) 2026. The event was considered life-threatening and medically significant, requiring treatment with intravenous vancomycin, cefepime, and ceftriaxone during hospitalization, followed by oral keflex beginning (B)(6) 2026 for a planned 14-day course ending (B)(6) 2026. No blood transfusion, percutaneous intervention, or surgical treatment was required. Diagnostic testing was performed. The event was not related to the underlying disease, did not cause new or worsening neurological deficits, and was not considered related to the study device, study procedure, catheter, retreatment procedure, or antiplatelet regimen. The subject was reported as recovering/resolving. The treated aneurysm was located on the left internal carotid artery, c5 segment, sidewall, and was saccular in morphology. Reported measurements were 4.6 mm maximum diameter, 4.2 mm dome height, 4.2 mm dome width, and 3.5 mm neck size. The parent artery measured 4.0 mm distal and 4.1 mm proximal to the aneurysm. At the end of the implant procedure, complete stasis and complete neck coverage were reported, with aneurysm occlusion classified as raymond-roy class 3. The access vessel was the right femoral artery. Infinity 088 guide catheter, navien 058 intracranial support catheter, phenom 027 microcatheter.